Manufacturer narrative:
Correction: h6 investigation conclusion code should have been cause traced to device design.

Manufacturer narrative:
Correction: h6 investigation conclusions should have been "cause not established."

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. Due to patient issues unrelated to the device, therapies have been disabled and the patient was unenrolled in merlin.net. No patient consequences reported.